Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Orientation of battery in pocket was perpendicular to recharger and therefore unable to charge. Would be intermittent on charging but patient could feel battery was not parallel with skin. Battery pocket was opened, battery was repositioned to be flat against the skin for charging, and was tacked down with suture. Healthcare team contacted rep about pocket revision to adjust orientation of battery for charging purposes as battery in the body was perpendicular to the charger.